Manufacturer narrative:
The third-party service agent tested the device with a known good user interface pcb assembly and observed proper device operation through functional and performance testing. The cause of the reported issue was due to a failure of the user interface pcb assembly. Once other, non-related, parts have been replaced, and proper device operation is observed through functional and performance testing, the device will be returned to the customer for use.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported issue. The third-party service agent will replace the user interface and system pcb assemblies. Once proper device operation has been observed through functional and performance testing, the device will be returned to the customer for use.

Event description:
It was reported to physio-control that the display of the customer¿s device remained white after the device was powered on. A white display is indicative of a device lock-up. There was no patient use associated with the reported event.